Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited intermittent capture and over-sensing noise. No intervention was performed. The patient was in stable condition.